Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. There¿s no detection of battery performance alert (bpa). A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device reached elective replacement indicator (eri) sooner than expected. Premature battery depletion is suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.